Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose levels. The blood glucose level at the time of the event was 600 mg/dl. At the hospital, it was discovered that the settings were no longer programmed into the pump. After this, the customer reset everything. The patient was advised that pump will need to be reprogrammed. No further information was provided.